Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The exp date is currently unavailable. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. The device is reusable, therefore has been potentially reprocessed. An eiii needle was loaded into the chamber and the trigger was pulled. It was difficult to fire the needle, as there was some resistance upon firing. The needle became stuck in the chamber, but was able to be removed manually. This failure is typically observed when the device is not properly cleaned in which case debris can build up inside the firing chamber. However, given the information provided we cannot discern a definitive root cause for this reported failure. The upper jaw of the device could not be opened or closed by pulling the jaw trigger. It was observed that the actuator was pushed down slightly beneath the shaft. It appears that the jaw to actuator pin is missing. This type of failure is typically observed after reprocessing of the device over the years. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii without hook had a loose jaw that prevented the device from fully closing. In addition, the device had difficulties firing. The device was used for over a year. The case was completed with no patient harm or delays. The sales rep was not present for the case and could not state how the procedure was completed, or provide any additional details. The device is being returned for evaluation. During in-house engineering evaluation, it was determined that the jaw to actuator pin was missing. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.